Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Customer satisfied. Most likely underlying root cause: mlc-14 - insufficient blood sample applied to strip (user). Test strip (B)(4). Note: manufacturer contacted customer on 7/18/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. On (B)(6) 2018 the customer had gone to the hospital; customer's blood glucose test result when at the hospital was 267 mg/dl. The diagnosis was hyperglycemia and customer was treated with IV fluids. Customer was discharged from the hospital (B)(6) 2018. No new medications or healthcare program was suggested. Customer performed blood test using the truemetrix meter and had obtained result of 188 mg/dl fasting. Customer is comfortable with the result.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. During the call on (B)(6) 2018, blood test was performed by the customer and produced test result of 337 mg/dl using truemetrix meter. Customer was using the correct test strips. At the time of the call the customer reported feeling sluggish and was going to seek medical attention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.